Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the left circumflex (lcx) artery. The lesion was noted to have a significant bend. A 16mm x 2.50mm taxus element drug eluting stent was selected to treat the lesion but was unable to cross the lesion. No patient complications were reported. However, analysis found that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis and was received in two sections as a result of a hypotube break. The break was located at 21.5cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and kinks that were evident along the hypotube are all consistent with excessive force having been applied to the shaft, possibly during the physician's attempts to cross the lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).